Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezl2457 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rezl2457) have been reported from the same facility. Device not yet returned for evaluation.

Event description:
The complainant informed us that during the infusion of ifosfamide, they noted a swelling in the arm where the catheter was positioned. After removal of the catheter, they noted a hole at the half portion of the catheter (internally). No serious problems for the patient reported as this happened in the intravascular line.